Manufacturer narrative:
(B)(4). UDI number could not be obtained for the dryseal sheath as the lot number for the device was not available.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a ruptured abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. According to the report, after preparation of an 18 fr gore® dryseal sheath with hydrophilic coating, according to the instructions for use, the sheath was advanced through the patient's calcified, thrombotic and slightly narrow (measuring 7.6-7.7 mm, in diameter) right external iliac artery, with slight resistance. It was reported, after the sheath was in place, all endoprostheses were positioned and implanted without issue. Reportedly, during withdrawal of the sheath, an intra-operative angiography revealed the right external iliac artery had dissected. According to the report, the patient did not experience any hemodynamic impairment nor receive intra-procedure transfusion due to the iliac artery dissection. A bare metal stent was implanted to repair the dissection and the procedure concluded with no other reported issues.